Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. An invasive procedure was performed and this lead was surgically abandoned. An epicardial lead was successfully implanted. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lv lead was later explanted during a right ventricular (rv) lead revision procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. A stylet was unable to be inserted into the lead due to dried body fluid in the lead lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.